Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulse field ablation atrial fibrillation (af) and atrial flutter (afl) plus cavotricuspid isthmus (cti) line rf ablation procedure, versacross connect was selected for use. Pre-procedure ice survey was done followed by ablation of af and afl which was performed with no issues, using a non-boston scientific catheter for the cti afl portion. Transseptal was performed with non-boston scientific and versacross device. Mapping was done with a non-boston scientific mapping catheter, followed by pfa af with the non-boston scientific device. The mapping catheter was used again for remapping. After all the catheters were removed, a final ice survey was conducted which revealed a pericardial effusion which was then confirmed with a transthoracic echocardiogram (tte) and a pericardiocentesis was performed. Perforation location was unable to be visualized with ice and tte. The physician is unsure what caused the effusion and could not confirm whether the perforation might have occurred. There were no symptoms observed, the patient was stable during and after the procedure and was discharged on (B)(6) 2025. The device is not expected to be returned for analysis. Abbott ref. (B)(4). It was further reported this event by medwatch - mw5175423.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem, report source (other) (g2), in section g - manufacturing site, and related report number (h10), in section h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a pulse field ablation atrial fibrillation (af) and atrial flutter (afl) plus cavotricuspid isthmus (cti) line rf ablation procedure, versacross connect was selected for use. Pre-procedure ice survey was done followed by ablation of af and afl which was performed with no issues, using a non-boston scientific catheter for the cti afl portion. Transseptal was performed with non-boston scientific and versacross device. Mapping was done with a non-boston scientific mapping catheter, followed by pfa af with the non-boston scientific device. The mapping catheter was used again for remapping. After all the catheters were removed, a final ice survey was conducted which revealed a pericardial effusion which was then confirmed with a transthoracic echocardiogram (tte) and a pericardiocentesis was performed. Perforation location was unable to be visualized with ice and tte. The physician is unsure what caused the effusion and could not confirm whether the perforation might have occurred. There were no symptoms observed, the patient was stable during and after the procedure and was discharged on 7/2/25. The device is not expected to be returned for analysis. Abbott ref.(B)(4).